Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that following a pump replacement the patient did not feel well and had a high fever. According to the health care provider (hcp) this was not linked to the baclofen. The daily dose was reduced ¿until¿ 400 micrograms (ug)/day, but the patient was very spastic. On 2014 (B)(6), it was reported that therapy was effective, but the patient still had a fever ¿in the weekend.¿ no interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. It was further clarified that the reason the patient did not feel well after the pump replacement was due to an underdose because the daily dose was reduced by two-thirds. The physician thought the previous pump did not function optimally (see manufacturer report # 3004209178-2014-18164), so this pump was started much lower. The patient was transferred to the intensive care with acute withdrawal and septic shock. The daily dose was systematically increased and the patient was now ¿ok.¿ this device system delivered lioresal and morphine. Should additional information be received a supplemental report will be filed.